Manufacturer narrative:
A review of the inspection records was conducted and no similar concerns were found. One opened catheter was returned for review with the stylet partially removed from the vent plug. Several kinks were also observed along the stylet. The remainder of the stylet was able to be removed without any resistance. Therefore, this complaint could not be confirmed. A definite root cause for the reported issue could not be established with confidence. Possibly, the presence of bodily fluids caused the resistance issue. Since the reported issued could not be duplicated with the returned sample and there have been no other similar complaints regarding this issue with this part number or lot number, no corrective action will be taken at this time. Argon will continue to monitor for future occurrences regarding this issue.

Event description:
¿We had a staff member placing one of these piccs today but was unable to unscrew the internal wire from the line and it would not separate. This caused the PICC to be removed and the patient being stuck again with a new one. This PICC came from lot# 11373440.¿ update as of (B)(6) 2021 @ 1024am ¿ I am still waiting for approval from our risk management department to provide me with approval to send the item back. Let me do some follow up with them and see if I can get an answer.¿

Manufacturer narrative:
The device has not been returned yet. A 3rd notification has been sent 11/8/2021 requesting the device be returned for evaluation. A follow-up report will be sent when the device has been returned and evaluated.

Event description:
¿We had a staff member placing one of these piccs today but was unable to unscrew the internal wire from the line and it would not separate. This caused the PICC to be removed and the patient being stuck again with a new one. This PICC came from lot# 11373440.¿ update as of 10/20/2021 @ 1024am ¿ I am still waiting for approval from our risk management department to provide me with approval to send the item back. Let me do some follow up with them and see if I can get an answer.¿